Event description:
It was reported that during a prostate procedure the first fiber damaged at the tip at 54720 joules. A second fiber was used to complete the case. Reportedly, the pt outcome was "fine".

Manufacturer narrative:
(B)(4). Fiber analysis: the glass cap detached. The fiber is broken distal to glue zone. The fiber cap was not returned. Unable to view / confirm any evidence of burned and charred heat shrink or glue residue due to the missing cap. The fiber / cap conditions would result in forward firing.